Manufacturer narrative:
Device alarmed failed battery test alarm after battery insertion due to battery tube connector no plugged in properly. Insulin pump function properly after disconnecting and reconnecting battery tube connector. Unable perform rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test due to constant failed battery test alarm. Insulin pump also was received with scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the device was going through the batteries faster. Customer's blood glucose was 420 mg/dl. Device alarmed a failed battery test alarm after the battery cap was replaced. Customer's blood glucose was 471 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.